Event description:
During the paroxysmal supraventricular tachycardia procedure, signal issues resulted in a procedural delay. The ensitex was started and the catheter was connected. The catheter was recognized by ensite however, noise was noted on electrodes 1-2 and the potentials could not be seen. The catheter was reconnected and the ensite x system was restarted, with no resolution. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.